Manufacturer narrative:
Investigation summary: no sample and 3 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and revealed foreign matter on the inside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine the root cause of the issue of foreign matter. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the hcp noticed foreign matter inside the tube before use."